Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The root cause of the reported event could not be determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported as part of the secur-fit advanced clinical study that during the impact of the femoral stem a fracture occurred. A cable was used.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. Other text : remains implanted

Event description:
It was reported as part of the secur-fit advanced clinical study that during the impact of the femoral stem a fracture occurred. A cable was used.